Event description:
It was reported that during intro operative planning, the first custom cranial implant sat about 3mm proud in the temporal regions of both the pt defect and the host bone model. The implant would either sit flush with the defect and proud in the temporal region; or sit flush in the temporal region and proud on the rest of the defect. The second implant was opened and tested on the host bone but the same situation occurred. The surgeon decided to use the first implant and he burred it down in the temporal region. The surgeon was satisfied with the result, used the implant, and the there were no further consequences to the pt.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.